Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was scissoring. Both clip appliers had malformed clips and feeding issues. Scissoring occurred both on the vessel and during dry firings. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4) - yielded jaw additional. Information: yes we could see clip, on tissue no torquing the clip fed partially out after initial firing, it bound up after a couple of fires, fired malformed and scissored clips the clips were not fired over a hard surface, the lap chole was a straight forward lap case, no cholangiogram on first case the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition and with a clip in jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed 6 clips as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. However during testing no dropping or ejected clips were noted. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No scissored clips were noted during testing. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.